Event description:
Caller reported that insulin gauge displayed an amount different than expected, leading to a current fill estimate issue on the pump. There was no adverse impact to the customer¿s blood glucose level as it was not reported. Customer completed necessary steps to remove air from the cartridge and subsequently replaced the existing cartridge with help from technical support.